Event description:
This rv lead was implanted on (B)(6) 2001 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that there was a gradual rise in rv pacing impedance. Last year, it was in the low 600s and today less 1100 ohms. The physician was dr. (B)(6) at (B)(6) medical association. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).